Event description:
It was reported to cook by the spouse of the pt that a bent needle was used causing injury to the pt. The following additional info was provided by the spouse of the pt: during a fine needle aspiration (fna), the physician used a cook ultrasound needle. During the procedure the pt reportedly "woke up" and their arms were raised to signal to the physician to stop the procedure because the pt was in a lot of pain. The pt was not able to tell the staff due to the endoscope in her throat. The pt's arms were held by the hospital staff and the procedure continued. The pt was discharged from the hospital 15 minutes after conclusion of the procedure. Later that night the pt was admitted to the hospital in considerable pain. The pt lost her pancreas and spleen. The pt lost (B)(6) in 3 weeks. At a meeting with the hospital, the pt and spouse were informed by the physician that the needle became bent reportedly "about half way through the procedure". The spouse indicated that they do not hold cook responsible in any way. The fine needle aspiration (fna) procedure was conducted at (B)(6). The pt was admitted to (B)(6) hospital after the fna procedure. The date of the alleged event and product reorder number are unk. The cook area representative in (B)(4) has attempted to collect any info available from the hospital staff but no info is available. The staff at (B)(6) hospital has advised the cook area representative that they have no records of a bent needle causing pt injury.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to serve bending of the needle near the distal end. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period review. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional info: a review of the adverse event history for the wilson-cook ultrasound needle family was conducted. This is the only occurrence where a bent needle reportedly caused or contributed to pt injury. The info provided was reviewed with clinical personnel. It is possible that use of a needle that has a bend in the distal end could have resulted in the needle tip reaching a part of the body that was not intended for fine needle aspiration. The reason for removal of the pancreas and spleen is unclear. It is possible that the reported pain and organ removal was related to the pt's underlying condition. At the meeting with the hospital, the pt and spouse were informed by the physician that it is ok to use a bent needle but a different angle has to be used. The physician also indicated that this practice was communicated to their staff by cook. Cook and our representative absolutely would not recommend initiating a fine needle aspiration procedure with a bent needle. The cook area representative in this case has confirmed that they have not recommended any medical staff to use a bent needle and would not recommend this practice. The instructions for use provided with each cook ultrasound needle are intended to provide guidance to healthcare providers who use this product, but any medical treatment necessarily involves the independent clinical judgment of the healthcare provider. Specifically, the instructions for use states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use."